Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed during basic occlusion test due to slightly loose drive support disk. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip, belt clip slot and battery tube threads. Unit received with corroded battery tube.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed during the prime sequence. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.